Event description:
Customer reported that the unit had error code message of data acquisition (da) pcba adc reference failed. Customer additional inquired about voltage readings which were within range. The customer reported there was no patient involvement.